Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2020-00079. It was reported that the patient presented for implant. It was noted during implant, while approaching the bundle of his location that a stylet was stuck in the lead and the helix would not extend. The lead was exchanged but the stylet was stuck in the replaced lead and the lead would not extend. Both leads were replaced by a third lead, implanted without the use of the stylet at a different site. The patient was stable.

Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal. A complete lead was returned in one piece for analysis. The reported event of ¿the stylet was not allowing helix extension¿ was not confirmed. The stylet insertion test could not be tested due to the inner coil was over torqued at the connector pin region. The reported event of a helix mechanism issue was confirmed. X-ray examination of the lead found the inner coil was over-torqued at the connector region. Visual inspection of the lead found the helix was extended and clogged with blood/tissue. After cleaning, the helix was able to be retracted and extended when torque applied directly to the inner coil. The measured full helix extension length was within product specification. The cause of the reported event of a helix mechanism issue was isolated to the over-torqued inner coil and the helix being clogged with blood/tissue.

Manufacturer narrative:
The original awareness date should have been (B)(6) 2020 instead of (B)(6) 2020.